Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause can be attributed to misuse, specifically prying or leveraging the device against bony tissue with excessive force, which can place unintended mechanical stress.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/23/2025, a facility representative reported via (B)(4) that the doctor removed the ar-9845 wand sj50 device during a procedure and performed an x-ray on the patient's ankle. The x-ray revealed that the probe's tip had broken off and remained inside the patient. The broken tip was successfully retrieved during the procedure. A follow-up x-ray confirmed that all foreign material was removed. No complications were reported post-surgery.